Event description:
It was reported that during an idiopathic vt procedure the patient suffered pericardial effusion and pericardiocentesis was performed. The patient is currently in stable condition. There was no indication that any bwi equipment was at fault during this procedure.

Manufacturer narrative:
The facility indicated that the patient injury had nothing to do with any bwi products and no service is requested at this time. The disposable products have been discarded. No additional information about the patient or the procedure has been provided by the facility. If the facility requests service, returns the products, or provides more information, a 3500a supplemental will be submitted to the FDA as required. Bwi concomitant products: carto xp system, catalog # m470001, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); webster electrophysiology catheter, catalog # f6qa005rt, lot # 15340332m; webster electrophysiology catheter, catalog # d610drp10rt, lot # 15341422m. (B)(4).